Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: no observed the device, only observed the patch in the photo. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.